Event description:
Boston scientific crm received information that this device had triggered end of life. A red alert was generated via the latitude system to notify the following physician. It was reported that the battery voltage was 2.68 v and the charge time measurements were 30.7 seconds. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available and attempts to obtain additional information have been unsuccessful as no boston scientific crm field representative was present for device follow-up. Records indicate that this device remains in service. If additional information becomes available, this report will be updated.